Manufacturer narrative:
It was reported that the patient was administered with oral antibiotics and oral steroids to treat infection. This report is submitted on 25 march 2020.

Manufacturer narrative:
This report is submitted on february 21, 2020.

Event description:
Per the clinic, the patient experienced discomfort and poor auditory performance since the initial implantation. The device was explanted on (B)(6) 2020 because of constant suppurations. It is unknown if the patient has been re-implanted with another device.